Manufacturer narrative:
Updated annex a - device prob desc 1 to a0414 - material split, cut or torn.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed the initial investigation. Upon further inspection, it was found that the wire within the main tube was routed across/between hypotubes. Given the position of the wire, it was likely that the wire was broken/pinched due to instrument yaw/pitch movements.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had no power output at the tip of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.